Manufacturer narrative:
Device has been returned and is pending evaluation for reported condtion. (B)(4)

Event description:
It was reported that "the (motor) stopped working during operation of med, and our distributor was notified of this case and went to toc to get a back-up device. Due to the prolonged discontinuation of the operation, however, the incision was closed after explaining the situation to the patient's family. The reoperation is scheduled on (B)(6) 2014. On follow up it was reported that med is microendoscopic discectomy; the current status of the patient is unknown.

Manufacturer narrative:
Report confirmed. Engineering was not able to electrically run the motor from the console, but the motor was recognized by the console. It was possible to manually rotate the rotor. Evaluation for temperature could not be performed because the motor was seized. The collet was removed, disassembled, and examined. The collet bearings were found to be gravelly and rather rough to manually rotate. The motor was disassembled and, similarly, found as the collet, to have gravelly bearings and rather rough to manually rotate. The internal parts were fairly clean, not debris ridden. One of the motor winding resistances was below the spec value, meaning that the winding dielectric insulation was compromised at some point when the device was in the field. Exposure to excessive high temperatures could possibly have caused this failure mode. This internal electrical problem would be the suspected dominant cause for the motor not being able to run. Additionally, the elevated motor and collet bearing friction contributed to the lack of the ability of the motor to even marginally operate. The user manual contains the following warning ¿always inspect the components before and after use for any damage. If damage is observed, do not use damaged part until it is repaired or replaced.¿ we will continue to monitor this complaint type for trends. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.